Event description:
We were informed that this system was removed due to infection and not replaced. On (B)(6) 2012 we were provided with additional information of "subject reported to ed on (B)(6) 2012 c/o right arm pain. Labs, shoulder/elbow xrays, shoulder CT, and upper extremity dopplers done. Subject admitted with sepsis secondary to mrsa bacteremia from permacath. Infectious disease consulted. IV antibiotics started. Permacath removed (B)(6) 2012. Endocarditis suspected; tee performed showed moble masses on leads. Crt-d along with ra, rv, and lv leads successfully removed (B)(6) 2012. Per ep consult no device to be reimplanted. Subject ultimately d/c'd (B)(6) 2012 to an extended care facility."